Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 11500a aortic valve was explanted after an implant duration of five (5) years, 1 month due to unknown reason. The explanted valve was replaced with a 29mm 11060a konect resilia aortic valved conduit avc. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and medical records that a 29mm 11500a aortic valve was explanted after an implant duration of five (5) years, 1 month due to severe aortic insufficiency and enlarged ascending aorta. The patient presented with dyspnea. The explanted valve was replaced with a 29mm 11060a konect resilia aortic valved conduit avc. The patient was discharged on pod# 2 months and 5 days due to complications of ileus and gi bleed. Per medical records, tee showed severe aortic valve regurgitation that is due to prosthetic valve dysfunction with lack of full motion of the bioprosthetic leaflet in the non-coronary cusp position. The patient underwent aortic root and ascending aortic replacement with a 29mm konect bioprosthetic valved conduit via bentall procedure. Coronary reconstruction patch repair of pulmonary artery defect was also performed. Intraoperatively, the visualized aorta was severely dilated, with possible dehiscence of the aortic valve from the aortomitral curtain reconstruction. The patient was transferred to the ICU with inotropic and vasopressor support. He had complicated ICU course due to recurrent gi bleeding requiring multiple transfers back to ICU for inotropic and vasopressor support/intubation. Post-bypass tee revealed moderately low lv and normal rv function consistent with pre-op function, good valve seating, no other abnormalities. Per pathology, valve tissue was examined to have extensive degenerative changes.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4), rev a, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required, as there is no confirmed product or labeling non-conformances, and no other triggers are met. The most likely cause is patient factors, including chronic kidney disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.